Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's mother also reported that the no delivery alarm was recurring. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer's mother stated that they had moderate ketones. The customer's mother was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.